Event description:
It was reported bd intima-ii 20gax1.16in prn slm npvc had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "during CT enhancement, fluid leakage was found at the transfer of indwelling needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd intima-ii 20gax1.16in prn slm npvc had leakage issues. The following information was provided by the initial reporter, translated from chinese: "during CT enhancement, fluid leakage was found at the transfer of indwelling needle...".

Manufacturer narrative:
H.6. Investigation: no sample or photo was received for evaluation. A device history review was conducted for lot number 1111460 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The bd intima-ii is an infusion only device and is not rated for high pressure injections. 2 retained samples of this lot were taken for high-pressure blasting test, all passed the test, there was no leakage between the connection site and high pressure connector h3 other text : see h.10.